Event description:
During a review of information related to the clinical trial, we discovered that the patient experienced a pericarditis which resolved two months later. No further information provided.

Manufacturer narrative:
Investigation is currently being conducted, a follow up report will be submitted upon completion. Related to MDR 2953184-2008-00056.